Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unknown. Vessel morphology at the time of implant is unknown. A bifurcated stent graft and a contra were implanted. The devices were implanted without issue, but upon final angiogram there was a proximal type I endoleak present. The device was modeled with a reliant balloon however; the endoleak did not resolve. The patient will be monitored at the 30-day follow up for further treatment. The neck was very long and it is thought that the leak will seal off due to thrombus. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).